Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/6/2023, it was reported by a sales representative via (B)(4) that an ar-200c arthrex ar-200 console was unable to change the torque of the device. It was stated that the rpm adjusts, torque adjustments are not making any difference, issue persists with different motors, no error messages, console restarted, reset factory settings, fw/rev do not resolve the issue either. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The complaint is not confirmed. The device was evaluated by the manufacturer and no issues were found.